Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to failure of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image was not displayed. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc. Omsc inspected the subject device with the otv-s300 which was the asset of omsc and found that the reported phenomenon was duplicated when the cable of the subject device was moved. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the inspection result of the subject device, omsc presumed that the reported phenomenon was attributed to communication failure due to the partial disconnection of the cable. Since the cable was partially broken, omsc presumed that the reproducibility of the reported phenomenon was low. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the cable issue could not be determined. Olympus will continue to monitor field performance for this device.